Event description:
Information received by medtronic indicated that blood was seen at the connection point of the catheter handle and that no system notice message was triggered. Incident occurred prior to the first inflation. The catheter and coaxial umbilical were replaced and the cryoablation procedure was completed without complications. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.